Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A inventory management specialist reported that during implantation, scratch was noticed in the middle of the intraocular lens (iol). The lens was removed and replaced with another company lens in an initial procedure. There was no patient harm. In surgeon's opinion it is unknown if the iol was defective, the scratch could possibly be due to loading error. Additional information has been requested.